Event description:
While drilling holes for screws a drill bit tip broke off in the patient. The broken tip (25-30 mm) was visible on x-ray and unable to be removed from the patient. Drill bit was from the stryker pelvis basic instrument set. FDA safety report ID# (B)(4).